Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the front therapy pad. The patient stated that a pharmacist recommended a hydrocortisone cream for the irritation. During a follow-up, the patient indicated that the condition of the irritation had improved after applying the cream.